Manufacturer narrative:
The quality investigation is complete. Device problem already known, no evaluation necessary.

Event description:
It was reported that the bur broke at the cutting end in the drill during a cranial procedure. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a short delay to obtain an alternative device. It was also reported that the procedure was completed successfully.